Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is being woken by "palpitations" each night around 3:30 am. The implantable pulse generator (ipg) was reprogrammed but symptoms have persisted. The ipg remains in use. No further patient complications have been reported as a result of this event.